Manufacturer narrative:
Additional information: a1, b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the puncture needle and guide wire were already inserted inside the patient body, the guide wire was stuck in the puncture needle and could not be pulled out. The guide wire was removed together with the puncture needle. They opened a new one on the same day to resolve the issue. The procedure was completed. No tools used and no excessive force required to remove the guide wire. No obvious damage noted on the guide wire. The guide wire was not frayed, coiled or unraveled. The guide wire did not break into pieces and it was still intact. The issue with the guide wire was not noticed in the packaging. No x-ray used. The guide wire and puncture needle used were the ones included in the kit. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product. There was no blood loss. No intervention/treatment required as a result of the event. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the returned photo showed the device packaging, but not the alleged issues of the guidewire/puncture needle. It was reported that the guide wire was unable to be withdrawn. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the guide wire was stuck in the needle and could not be pulled out. The guide wire was removed together with the needle. They opened a new one on the same day to resolve the issue. The procedure was completed. No tools were used and no excessive force was required to remove the guide wire. No obvious damage noted on the guide wire. The guide wire was not frayed, coiled or unraveled. The guide wire did not break into pieces and it was still intact. The issue with the guide wire was not noticed in the packaging. No x-ray used. The guide wire and needle used were the ones included in the kit. Nothing unusual was observed on the device prior to use. No other products were being utilized with the device. No other defects/damages were found on the product. There was no blood loss. No intervention/treatment required as a result of the event. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. There was no patient injury.